Manufacturer narrative:
This device used for treatment and not diagnosis. Report is for four unknown cortex screws. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It is reported that the patient was originally implanted in (B)(6) 2013 for an radial ulnar fracture. The patient experienced non-union of both bones. On (B)(6) 2013 surgery was performed for a non-union of the ulna and the hardware was explanted and a 3.5 locking compression plate was implanted. The radius non-union was previously addressed. The procedure was successfully completed. The report is for a four unknown cortex screws. This report is 2 of 2 for complaint (B)(4).